Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant interrogation of the implantable cardiac monitor it was noted that the device was interrogated previously and the battery was depleted. The device was not used. There was no patient involved.